Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing and shock impedance measurements. Boston scientific technical services (ts) was consulted and suggested performing isometrics. The field representative stated that during the interrogation of the non-boston scientific device, there was no noise seen and noise was not reproducible with isometrics. The field representative was unaware and unable to obtain resolution to this issue. No adverse patient effects were reported.